Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service noted that they replaced keypad. The proximate cause of the reported issue was due to an electrical failure of the keypad causing an unresponsive key/s. A review of the device history record for sn (B)(4) was performed from 4/29/2019 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed to turn on/off.